Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: a piece of the seal broke off and fell in the pt when the reusable clip applier was introduced in the trocar. The plastic piece was recovered by the surgeon.